Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached.the device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the tissue pad melted and any portion lifted off the clamp arm, or did the tissue pad come off the clamp arm completely? Was the pad left inside the patient or retrieved? The tissue pad did not melt and did not have any portion lifted off the clamp arm. The tissue pad is came off the clamp arm completely. There was not any pad left inside the patient.

Event description:
It was reported that according to user's report, the scrub nurse had checked the device and it was in good condition and could pass the testing process. The tissue pad is separated from the clamping surface after using activation not more than 20 times and cannot activate without tissue. No adverse patient consequences reported.